Event description:
Customer reported back check valve allowed fluid to return into the vial when the syringe plunger was released. Product has no pt contact. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The sample is not available for investigation. The lot number was not identified, therefore, lot history record review could not be performed.